Manufacturer narrative:
(B)(4).

Event description:
It was reported a dependent patient presented to the clinic after recently experiencing a syncopal episode. A merlin transmission from the previous month revealed a non-sustained episode due to low amplitude ventricular noise on the discrimination channel. The noise episode caused a short pause in pacing. The cause of noise was likely electromagnetic interference while in contact with a metal railing at the pool. The low frequency attenuation filter was turned off. Several programming changes to the sensitivity settings were made. The patient will be remotely monitored. No further information is available.